Event description:
The customer reported that the device had intermittent power: it would turn on, then randomly shut off, and come back on 5 to 10 minutes later. The issue occurred durgin preparation for use, involving an olympus high definition liquid crystal display monitor. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.